Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The download data showed that the device ran 46 pulses, all of which were first prime, before being deactivated. No timeouts, drive stalls, or alarms were observed in the download data. The drive mechanism was inspected and no damages or deficiences were observed that would have caused the device not to deploy. The device did not deploy because the device was deactivated before the completion of the entire priming sequence.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.